Event description:
It was reported that the system intermittently would not produce an image. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the backplane and the single board computer. The system operates as intended.